Event description:
It was reported that this right atrial (ra) lead exhibited an increase in the pacing thresholds and the physician suspected a dislodgement. The physician decided to explant this lead and plug the ra port. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an increase in the pacing thresholds and the physician suspected a dislodgement. The physician decided to explant this lead and plug the ra port. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.